Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant results. A siemens headquarters support center (hsc) specialist reviewed the information provided. Quality controls (qc) was within range without evidence of outliers for any assay. Process error log shows no instrument errors during the time of the original run of sample (B)(6). Quick check data shows no instrument failures. Sample results were both falsely elevated and falsely low ruling out dilution of the sample aliquot. Hsc concludes the cause is sample specific due to poor sample quality and the presence of gel, fibrin, micro-clots, and/or the presence of cellular material impacting the proper sample aspiration and delivery of sample (B)(6). The instrument is currently working as specified. No further evaluation of this device is required.

Event description:
Discordant alkaline phosphatase, carbon dioxide, glucose and sodium results were obtained on a patient sample on a dimension vista 1500 instrument. The discordant results were reported to the physician, who questioned them. The original sample and a new sample obtained from the patient, were tested on the same instrument. The corrected results obtained with the new sample were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant alkaline phosphatase, carbon dioxide, glucose and sodium results.